Event description:
It was reported that while the anesthesia workstation was used for treatment there was a deviation between set and delivered volume. Alarms for high airway pressure was found in logs. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer on site. A system checkout was performed which passed and no abnormalities were found during ventilation with a test lung. The system has been returned to clinical use and no similar problems have been reported after the reported incident. The evaluated logs show that there were some alarms indicating a leakage in the beginning of the case. After about 1.5 hours in auto ventilation, some alarms for airway pressure high and expiratory minute volume low were generated. The system checkout passed prior to and after the event and there are no recordings in the technical log, indicating the absence of a technical failure in the system. The root cause of the event has not been established.

Event description:
Manufactures ref: #(B)(4).